Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing and ECG stress testing without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.